Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown nail head elements: helical blade/ unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent orthopedic procedure for the revision of the expert humeral nail due to non union. An end cap, a spiral blade and a locking screw were also removed. The date of the original implant was on (B)(6) 2020. The procedure and patient outcome are unknown. This complaint involves an unknown number of devices. This report is for one (1) unk - nail head elements: helical blade. This report is 4 of 4 for (B)(4).